Manufacturer narrative:
Evaluation results: the lead was returned incomplete. Microscopic inspection of the lead segment revealed a kink with all wires broken 12.5 cm distal to the stimulation end. Another kink was observed 2cm distal to the fracture site. The damage observed is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00216. It was reported the patient (B)(6) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing found the impedance issues remained while an x-ray revealed a broken anchor. Both the patient's lead and anchor were replaced and effective stimulation was recaptured.